Manufacturer narrative:
As the exact date of aneurysm enlargement is unknown, (B)(6) 2016 is determined as the date of event. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement and surgical conversion. (B)(4).

Event description:
On (B)(6) 2012, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. In (B)(6) 2014 (exact date is unknown), a follow-up study revealed that the maximum aneurysm sac diameter was 68mm. In (B)(6) 2016 (exact date is unknown), a follow-up study revealed that the maximum aneurysm sac diameter had enlarged to 76mm. In (B)(6) 2017 (exact date is unknown), the patient admitted to the hospital due to abdominal pain. A follow-up study revealed that the maximum aneurysm sac diameter was 80mm. On (B)(6) 2017, the physician performed an open-abdominal surgery to repair the aneurysm enlargement. Intra-procedure imaging revealed patent inferior mesenteric and lumbar arteries so that a type ii endoleak was suspected. The physician explanted the existing endoprostheses with its proximal and distal ends still remaining implanted, and replaced them with a surgical graft. It was revealed that a small tear (a linear tear in approximately 2mm long) was present on the graft material so that the physician diagnosed the patient with a type iii endoleak originating from the graft tear. The explanted portion of the endoprostheses was discarded at the hospital. On (B)(6) 2017, the patient was discharged of the hospital.